Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, underweight, red particles, crease fold, delamination. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported an intra capsular rupture of the left device. Capsulsar contracture, baker grade iii discovered by clinical signs. Folds and deformation. The device has been explanted and replaced.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported an intra capsular rupture of the left device. Capsular contracture, baker grade iii discovered by clinical signs. Folds and deformation. The device has been explanted and replaced.